Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the vessel sealer extend (vse) instrument did not fully seal the edge of the inferior mesenteric artery (ima). This led to an unspecified amount of unexpected bleeding that required a stitch to gain hemostasis. The surgeon stated that the vessel was not calcified. After the stitch was placed, the patient tolerated the procedure which was completed as planned with no further injuries reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend (vse) instrument to perform failure analysis at the time of this report. The logs show that the vse instrument was installed 6 times and passed homing. The logs show 57 cut complete events and 16 seal events were noted. The e-100 logs show 6 coag events with no errors and 73 seal events with 16 high initial starting impedance errors.